Event description:
Boston scientific received information that the pacing impedances on this left ventricular lead were fluctuation and out of range. An inquiry was sent to technical services for review. Upon review technical services discussed a possible insulation issue on the left ventricular lead, or a possible connection issue. Trouble shooting was discussed with the field representative. At this time the system remains implanted. No adverse patient effects were reported. The model/serial number of the left ventricular lead is unknown at this time.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently the device was explanted and returned. No additional adverse patient effects were reported.